Event description:
The device was used during a colon procedure. Reportedly, the instrument was difficult to open. The sugeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/14/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was not confirmed as the instrument opened and closed properly. However, the device was confirmed for an unrelated condition safety interlock mechanism was prematurely engaged preventing the device from firing. This occurs when the thumb piece is inadvertantly advanced by the user and then retracted to the starting position.